Event description:
It was reported that the patient presented in-clinic after a vibratory alert was delivered by the implantable cardioverter defibrillator (ICD). A device interrogation revealed that the device had entered backup operation. Unsuccessful attempts were made to recover the device. The patient was scheduled for explant and the device was replaced. The patient was stable.

Manufacturer narrative:
Correction: d6b - date of explant was missing from previous report.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The device was above elective replacement indicator (eri) when received. Review of the device image showed the device had entered bvvi mode due to a power on reset (por) that occurred during hv charging. Bench testing was performed; telemetry, sensing, pacing, pacing lead impedance, high voltage shock and lead impedance, and patient notifier were tested and found to be normal. No device anomaly was found. The reset could not be reproduced in the laboratory, therefore the cause of the field event could not be conclusively determined.